Manufacturer narrative:
Lot number unknown / not provided.

Event description:
Doctor indicated that the prosthesis screw fractured. He further stated that the fractured part of the screw was removed and the implant remains implanted.

Manufacturer narrative:
The certain® titanium hexed screws were returned for inspection. The screw was fractured at the top of the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fractured. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.